Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date - unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent aspiration of fluid in the hip on (B)(6) 2013. It was further reported patient had elevated metal ion levels and abnormal MRI scan. No revision procedure has been reported to date.